Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings: animas has conducted a review of the device history record for this pump and meter and confirmed that they were operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data did not find evidence of inaccurate delivery. However, prior to the event date, there were a couple of records of manual suspension for 25 hours on (B)(6) 2014 and for 18 hours on (B)(6) 2014 respectively. In addition, the basal history indicated that the basal rate was changed manually between (B)(6) 2014 and (B)(6) 2014. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. With the returned caps, the pump powered up with auditory and vibratory features. No tactile issues were found with found. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. Unrelated to the complaint, the display was found to be dim and faded. The keypad cover was torn and removal of the cover found contamination under the contrast and ¿dwon¿ button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia due to an inaccurate delivery issue. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) was at 37 mg/dl with confusion, cognitive impairment, and unsteadiness when standing/walking. Emergency medical service (ems) was initiated and unspecified treatment was provided by the ems personnel. The patient allegedly remained on pump therapy with recent adjustment to the basal rate by health care provider. Customer technical support agent reviewed the basal deliveries and determined that the basal delivery totals in total daily dose did not match what was programmed. It was revealed that the patient had made changes to the basal program. Review of bolus history showed that there was discrepancy in bolus total deliveries. Troubleshooting was unable to ascertain the causes for the alleged inaccurate delivery issue. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to an alleged inaccurate delivery issue of unknown causes.